Event description:
It was reported that the patient experienced inappropriate therapy due to oversensing/noise on the right ventricular (rv) lead noted on all available stored electrograms (egm). The clinician reports that the patent was gardening when they experienced the shocks. The oversensing/noise triggered an rv lead noise warning. False episode detections and inhibition of cardiac resynchronization therapy (crt) ventricular pacing was also noted. The rv lead had a lead integrity alert (lia) trigger due to high-rate non-sustained episodes and high sensing integrity counter (sic). Detections were turned off and the lead was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1q1 crtd implanted:(B)(6) 2019; 429888 lead implanted: (B)(6) 2020.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.